Event description:
Event description cpi received information that the programmed parameters of this implantable pulse generator (ipg) would revert to vvir unipolar when trying to obtain lead impedance measurements. An error code would also be displayed.